Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose levels. To address the issue, the customer changed the infusion set and cartridge, and then resumed insulin delivery. The customer experienced frequent occlusion issues and requested follow-up assistance.